Event description:
It was reported that asymptomatic patient presented to the clinic for a device check. Upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. It was noted that the patient had undergone an unrelated procedure for an implanted bladder device in (B)(6) 2016. Attempts to troubleshoot were unsuccessful. No additional information was reported.